Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost effective stimulation. Diagnostic testing revealed the patient's scs lead contacts are invalid. Surgical intervention may be taken to address the issue.